Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and visually found cannula retracted inside sensor base and it was also found the cannula was broken with broken part still in tubing. It could not be confirmed if the customer received the sensor in said condition due to it was returned open/used.

Event description:
The customer reported via phone call that the light on the transmitter was not blinking when connected to the sensor. The customer removed the sensor and found that the cannula was missing. Customer stated that the needle was not hard to remove. Blood glucose value is unknown. The sensor was replaced and returned for analysis.